Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/general abdominal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included gardnerella vaginalis vaginitis, tv trichomonas vaginalis, multigravida and parity 4. On (B)(6) 2006- ultrasound, pelvic (nonobstetric), b-scan and/or real time with image documentation complete. On (B)(6) 2007 patient underwent - urinalysis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)/excessive bleeding"), nausea ("nausea") and pain in extremity ("pain: from the pelvic region through my legs"). On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), 10 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pain: from the pelvic region through my legs") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (provera). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, nausea, pelvic pain, adenomyosis, bladder disorder, urinary tract disorder, pain in extremity and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, bladder disorder, genital haemorrhage, menorrhagia, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: approximately, three expanded coils were visualized trailing into the uterus. The same procedure was repeated on the contralateral fallopian tube and three trailing coils were visualized into the uterus. Discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2008- per mr. The hysterectomy would alleviate my pain and the essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case 2019-012285 and 2018-222953 were duplicated of each other. This case was deleted from the bayer database and all the information were transferred from this case to retention case. No new follow-up information was received from the reporter.